Event description:
Additional information was received from the patient (pt). Pt reported that the cause of the issue was that the top 2 electrodes of the line to their neck were no longer working. Pt said that their manufacturer representative (rep) did a complete reprogram of their unit and cut off use of the two "dead" electrodes. Pt said that the rep also checked their battery. Pt said that the rep told them that if the reprogram was not effective, then they would have to go back in and replace the line and because they would be already in there, they would replace the battery as well. Pt said that so far, the reprogram seems to be effective.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, greater than 40,000. There was shocking/jolting from the device. Pt reports no falls, slips, trips. The cause was not known. The rep programmed around the impedances. It was unknown if the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that the patient reported a "settings not available" message appeared when they attempted to adjust the stimulation. Patient stated they were able to lower the intensity but were unable to increase it. Patient also reported feeling a heavy jolt in both arms twice at separate times on the day the "settings not available" message appeared. Agent instructed the patient to try different groups, but the "settings not available" message appeared again. Agent reviewed manufacturer representative's (rep) role and redirected the patient to healthcare provider (hcp) for further assistance.